Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home patient's transfer set was connected to the patient line of the homechoice set at the time of the alarm. The home patient's family member reported that a clamp was left open on an unused supply line during therapy. The home patient's family member reported that the home patient suffers from short term memory loss and family member is the one who sets up the supplies. Baxter's technical service center assisted the home patient with ending therapy. The home patient's family member reported that therapy was completed by setting up with all new supplies. No patient injury or medical intervention was associated with this incident, per the home patient's family member.